Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the edge of the stent was curling. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the moderately tortuous and mildly calcified right coronary artery with 90% stenosis.

Manufacturer narrative:
Device evaluated by MFR.: a synergy xd 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found the struts were lifted on the distal end of the crimped stent. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the edge of the stent was curling. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the moderately tortuous and mildly calcified right coronary artery with 90% stenosis.

Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the edge of the stent was curling. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.